Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4711 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the complainant had a powerpicc placed and removed due to an infection about one month ago. 4/30/2020- the patient reports she had the PICC inserted on (B)(6) and removed on (B)(6). She reports symptoms of pain and redness in the area of the PICC and a fever. The PICC was taken to be analyzed and the patient reports the results showed a bacterial infection and blood clot. The patient reports she received the PICC because her "immune systems is not working" so she gets a transfusion of immunoglobulin once a month. The patient was treated with antibiotics and a blood thinner and has recovered. This report addresses the infection.